Manufacturer narrative:
(B)(4).

Event description:
The pump was replaced due to normal battery depletion; the catheter was replaced due to blockage and a break/tear/hole. The pt was hospitalized post-op for observation. The pt outcome was reported as "no injury."